Event description:
On (B)(6) 2008, the pt underwent treatment with a gore tag thoracic endoprosthesis for a traumatic aortic transection just distal to the left subclavian artery. The pt did well, but was lost to follow-up after (B)(6) 2009 (as described by the physician). On (B)(6) 2011, the pt presented with ischemia and loss of sensation from the mid-chest down. The aorta was occluded due to proximal stent-graft collapse, and an exploratory laparotomy showed the bowels were dead. The physician decided to provide comfort measures only, and the pt expired the same day. The physician was uncertain what caused the device collapse; there was no autopsy, and the stent-graft was left in the pt. Further investigation is being conducted.